Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed cuts in the silicone on the top and bottom cover, as well as extruded contact pads for some electrodes prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical tests performed. The residual gas analysis revealed nitrogen above the test limit, indicating a non-hermetic device. Due to the presence of moisture getter, no signs of moisture were observed. This device was explanted for medical reasons. The device passed the electrical tests performed. However, this device had nitrogen above the limit. Based on an assessment of the residual gas analysis data, it is determined that this device was non-hermetic. Leak testing did not reveal any leaks. Due to the presence of moisture getter, no signs of moisture were observed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's infection was reportedly not device related. The recipient experienced swelling of the skin flap and device extrusion with loss of skin. The recipient is doing well. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a head trauma incident. The recipient presented with a hematoma over the device, and an infection, which led to skin flap breakdown. The recipient was explanted.